Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/04/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection which occurred 8 days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness and itching sensation under the sensor patch. The patient stated he has an unspecified health condition that makes him more susceptible to developing a skin reaction from the adhesive. On (B)(6) 2023, the patient consulted a physician who prescribed an oral antibiotic medication (flucloxacillin 250 mg four times per day for five days) for the infection. The patient was recommended to use cavilon barrier spray to prep the skin prior to inserting a new sensor. At the time of the report, the patient was doing good after treatment. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.